Event description:
It was reported that the ilet user experienced hyperglycemia after running out of insulin and disconnecting from the system, then required assistance to change the cartridge and reconnect; the device alerted to high glucose and insulin delivery resumed after guidance, with glucose out of range for approximately 12 hours prior to reconnection. Symptoms included feeling sluggish. Outcomes included correction of hyperglycemia after reconnection and resumption of insulin delivery. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction and that hyperglycemia occurred due to interrupted insulin delivery before reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.